Event description:
During baxter's evaluation it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed during evaluation. Evaluation found the downstream sensor current reading to be out of specification (high). This elevated reading caused the downstream occlusion alarms. The shim size was adjusted and the device was recalibrated to correct this condition.